Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a black image during use. The issue was identified during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. Corrected fields: a2, a4, a5, a6, b5, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during sedation (device outside patient) of a therapeutic robotic hernia repair, that was completed with a similar device. There were no reports of patient harm.